Event description:
The customer reported when the ventilator is on ac power, upon completion of power on self test the unit shuts down, the power fail alarm activates and the power up sequence begins again. The customer reported there was no pt involvement.

Manufacturer narrative:
Pr# (B)(4).